Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was taken to the emergency room on (B)(6) 2018 and (B)(6) 2018 for both high blood glucose and low blood glucose. Prior to the ER visits, the caller stated that the sensor failed and led to issues with hyperglycemia and hypoglycemia. The customer treated their hyperglycemia with manual insulin injections. No further details were provided regarding the symptoms of their hyperglycemia and hypoglycemia as well as treatment received in the ER. Troubleshooting did not occur. The insulin pump was not returned for analysis.